Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. It was stated that the customer started using the dual square bolus for two days and noticed that the customer's glucose was dropping. Then the mother had customer to revert to the normal bolus option, but her low glucose continued. The mother stated that the basal and bolus appeared to be accurate. The caller stated that the low blood glucose only occurred after bolusing. The father called the next day and requested to review his daughter carelink reports, and everything was correct. Ran a displacement and self test and they passed. Advised the father that the insulin pump seems working properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.